Manufacturer narrative:
Return requested. Replacement suretrak ii small fighter shipped to site 07/11/2016. Medtronic investigation of returned suspect suretrak ii small fighter finds that geometry error and divot error both were well within specifications. Instrument tracked with no failures. Device found to be fully functional. Reported issue could not be replicated. On 07/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/20/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. This was a large construct where the surgeon took multiple spins, with the imaging system, and navigated off of each spin. They had already worked on the pelvis, and then moved the frame up to t3 and took another spin. Immediately after this spin, they checked accuracy lower than t9 and determined that they were 7 millimeters lateral. The surgeon checked at t4 and was accurate, then placed screws at the levels deemed accurate. After this navigation, was discontinue and the rest of the screws were places without navigation. The imaging system was used to check screw placement, all screws were found to be placed correctly. Delay in therapy was 15 minutes. There was no impact on patient outcome.